Manufacturer narrative:
Concomitant device(s): 350-01-03e, 5749565 - talus - left - sz 3 - EU, 350-31-03, 6623341 - tibial plate mb sz 3 lt.

Event description:
As reported, approximately 10months post op initial left tsa, this (B)(6) female patient was revised due to the appearance of possible bony defects/cysts in the x-rays taken in a post op control for the initial surgery in (B)(6) 2021. During the surgery, the surgeon noticed marks/wear on the surface of the tibial insert. During explanation of the tibial insert the surgeon recognized marks or signs of wear on the lower, curved surface of the insert. This surface is in contact with the curved upper surface of the used talar implant. The surgeon decided to change this insert to a new one of same size. Patient was last known to be in stable condition following the event. Devices will not be retuning.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of the appearance of possible bony defects/cysts on post-operative x-rays. It is unlikely that the minimal tibial insert wear observed on the images provided contributed to the need for the revision surgery. However, this cannot be confirmed because the tibial insert was not returned to exactech for evaluation.